Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in australia, approximately one year and one month post implant of a 23mm sapien 3 ultra valve mitral position inside a failing 27mm non-edwards valve, the patient presented with shortness of breath, anemia and hemolysis and was transfusion dependent. Subsequent screening revealed the sapien 3 ultra valve had migrated ventricularly from its original position and was now separated from the surgical implant on one side. Consequently, the patient was suffering from severe mitral regurgitation and was in a life-threatening position with the sapien 3 ultra valve likely to embolize into the left atrium. An emergency trans-septal mitral valve-in-valve in trans-septal mitral valve-in-valve was performed where a 26mm sapien 3 ultra valve was successfully implanted into the 23mm sapien 3 ultra in surgical valve. Post-dilation with a tru balloon ensured adequate ventricular and atrial flaring, anchoring the three valves in position in the mitral annulus and resolving the paravalvular leak. The doctors expressed that this situation arose due to a sizing decision, and not a device issue. The sizing fell between a 26mm and 29mm valve recommendation as per the mitral valve in valve app. A 26mm valve was then chosen; however, retrospectively it was noticed that a 29mm valve should have been used.

Manufacturer narrative:
The device was not returned for evaluation. The complaints for valve migration and paravalvular leak were unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR did not reveal any manufacturing non-conformances that could have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Implanting transcatheter heart valve within pre-existing surgical valve in mitral position using the sapien 3 ultra (s3u) with the commander delivery system (ds) is not indicated for use at the time of implantation. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. As reported, "approximately one year and one month post implant of a 23mm sapien 3 ultra valve mitral position inside a failing 27mm non-edwards valve, the patient presented with shortness of breath, anemia and hemolysis and was transfusion dependent. Subsequent screening revealed the sapien 3 ultra valve had migrated ventricularly from its original position and was now separated from the surgical implant on one side. Consequently, the patient was suffering from severe mitral regurgitation and was in a life-threatening position with the sapien 3 ultra valve likely to embolize into the left atrium. An emergency tsmviv in tsmviv was performed where a 26mm sapien 3 ultra valve was successfully implanted into the 23mm sapien 3 ultra in surgical valve. Post-dilation with a true balloon ensured adequate ventricular and atrial flaring, anchoring the three valves in position in the mitral annulus and resolving the paravalvular leak. The doctors expressed that this situation arose due to sizing decision, and not a device issue." It was noted that the bigger size of the valve (26mm) was selected to resolve the paravalvular leak and valve migration from the initial implanted valve (23mm). In this case, the initial implanted valve was likely undersized, which could lead to improper anchor of the implanted valve the target site (annulus or pre-existing valve) resulting in valve migration. As such, available information suggests procedural factors (undersized valve, off-label operation) may have contributed to the valve migration. Since the valve was migrated to atrium as reported, which could have compromised the seal provide by the pvl skirt between the valve and target site leading to pvl. As such available information suggests that procedural factors (undersized valve migration) may have contributed to the paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.